Event description:
In (B)(6) 2006, a gore-tex suture was used during a mastopexy procedure. In (B)(6) 2007, the pt contacted gore complaining about suture breaking during the procedure. In (B)(6) 2007, the doctor's office reported visible spreading of tissue where the purse-string mastopexy was completed. Gore become aware in (B)(6) 2007 that the pt would likely have a reintervention to repair the defect. Gore has made the decision to report this incident because it is seen as a serious injury which may have resulted from a suture breakage. No suture breakage has been confirmed at this time.

Manufacturer narrative:
Review of the device mfg history. Review of the device mfg history confirmed product met pre-release specification. Note: the device was not returned. Consequently, a direct product analysis was not possible. The device remains implanted. We have no reason to believe that the device performed other than expected. Without additional info it is impossible to further investigate this event.